Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 700 mg/dl. The customer stated that she was taking a medication that may have caused her blood glucose to run high. The customer also stated that an issue with the infusion set may have caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.